Event description:
It was reported that a mentally-impaired patient was sitting on thebed between the head end and foot end siderails with her hand through one of the siderails. Reportedly, the patient had a seizure, lost her balance and fell off the bed, breaking her humerus.